Event description:
The customer reported that the insulin pump alarmed motor error, no delivery and failed battery test during normal use. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify excessive no delivery alarm, failed battery test alarm or displacement test due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.